Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a video laparoscopic hysteroscopy procedure, their were problems with the device. The teflon detached from the device. Requested the immediate exchange during the surgical act and replaced by new harmonic tweezers that worked correctly until the end of the surgical procedure. The patient had no serious damages.

Manufacturer narrative:
(B)(4). Batch # n93e4j. Investigation summary: the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.